Event description:
Customer reported that a pyxis medstation es system produced smoke. Customer turned off and unplugged the station. Patient involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system produced smoke. Customer turned off and unplugged the station. Patient involvement was not reported. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and reported that parts of drawer's 2.1 and 2.2 were producing smoke. The field service engineer added that the drawer controller board and solenoid were burning out. The field service engineer replaced the affected components to resolve. Field service engineer confirmed device is operational.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-jun-2021 to 13- jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer had failed and smoke coming out of the station. A field service engineer found that the faulty board controller and solenoid burnt caused the issue. Replaced drawer controllers and solenoid to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that a bd pyxis medstation es system produced smoke and logged off all of a sudden. Customer turned off and unplugged the station. Patient involvement was not reported. Patient or user harm was not reported.